Manufacturer narrative:
The investigation has been completed. The device was returned for evaluation and data logs were made available. Data analysis of the logs confirmed that the controller error occurred after a placement signal not reliable alarm. Following the set of errors, the optical bench was intentionally reset, which resolved the placement signal issue. Logs confirmed that immediately prior to the controller error alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. The issue was not able to be reproduced in the lab when running a known-good pump and purge system. The root cause of the automated impella controller issue was a defective optical bench which was replaced.

Event description:
The investigation conclusion noted a reportable lost placement signal. The automated impella controller lost placement signal and was exchanged. There was no patient harm.